Manufacturer narrative:
Reliability analysis evaluated 1 opened and used reservoirs. Performed pre-fill reservoir test. Reservoir failed per spec transfer guard occluded.

Event description:
It was reported the customer had a reservoir anomaly. Customer also reported insulin was squirting out during the manual prime process. The customer's blood glucose was 104 mg/dl. Customer also stated insulin continued to drip after the act button was released. The customer stated they did not wear the insulin pump during priming. Troubleshooting was able to assist the customer with priming their infusion set. No additional information provided.